Event description:
.

Manufacturer narrative:
The sales rep for (B)(4) who is medi-globe's distributor for this product indicated that the director of the dept said that on the pre-use inspection of the device as required in the instruction for use manual, it was noticed that the needle may not have been operating as normal. The medical staff decided to use the device anyway despite warnings in the IFU of not to use a device if not functioning properly. Analysis of the device will be conducted if/when the device is returned by the user facility. No other devices from the same product lot are available, however, no other incidents have been reported from this or any other user facilities. The user facility has been contacted, both verbally and via email and requested to identify the patient code or provided the correct patient code to the manufacturer. The user facility has not responded as of the date of this MDR filing, ((B)(6) 2010). The device has been requested from the user facility, ((B)(6) hospital) who is currently in possession of the device involved in this incident. The user facility has indicated that they cannot release the device at this time, but indicated that they will forward the device to medi-globe as soon as possible. The device will be evaluated by the MFR, (medi-globe) upon receipt. Photographs of the failed device taken by medi-globe's sales rep, (B)(4) show a broken section of needle, approx 1.5cm from the distal tip.